Manufacturer narrative:
H2: it was determined there was an accidental radiation occurrence due to navigational inaccuracy. No defect in an electronic product or failure. The investigation concluded that the issue was due to hardware. Ps1 (bi-710-00450) component replaced to resolve. Estimated 3d dose absorbed (patient): 6.57 msv number of people exposed: 1 - patient total number of people in or unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the low voltage power supply malfunctioned and was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. Continuation of d10) pn: bi71000450, ln/sn: unk. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was noted that the imprecision was 2mm though it was noted that patient anatomy was suspected to have moved.

Manufacturer narrative:
H3: the power supply was returned to the manufacturer for analysis. Analysis found that the power supply failed the bench test. The output voltage drifted higher than spec. Analysis found that the reported event was related to a electrical issue. H6: fdm b01, fdr c02, and fdc d02 previously reported are applicable to the hardware analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No products have been returned to medtronic for analysis. (B)(4) are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a cervical spine procedure. It was reported that site did a spin and the navigation was slightly off. They did another spin and were unable to get the gantry to align to ap, the light on the mobile viewing station (mvs) did not turn on, and the system would not take a scan when pressing thee top or middle button. The system was in 2d mode. The radiologic technologist (rt) opened and closed the door with no change. They rebooted the system and were able to take the scan and it was accurate. There was a reported delay to the procedure of about 5 minutes. There was no reported impact to the patient.